Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/ replace / reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate surgery the lens was explanted and replaced with a longer length and the problem was resolved. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5.- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Disregard initial MFR report as it is n/a. Claim# (B)(4).